Event description:
It was reported that a spectrum infusion pump alarmed system error 105. Any patient involvement, injury or medical intervention is unk.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. The eval confirmed and reproduced the reported symptom system error 105 alarms, determined to be caused by a failed motor (flex). Eval also discovered unauthorized repairs were done to the pump which could compromise all internal electrical components. The unauthorized repairs related to this device are detailed in manufacturer report number 1314492-2014-35012. The device could not be repaired and has been removed from service.